Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the biliary drain had to be exchanged because the hub came off. There were no reports of any section of the device remaining inside the patient's body or any additional procedures as a result of this product problem. Additionally, the initial reporter noted that the patient did not experience any adverse effects as a result of this product problem.